Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, this device also emitted beeping tones and ts assisted in turning off the beeper. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Additionally, this device also emitted beeping tones and ts assisted in turning off the beeper. This s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted. A new device was then implanted. No additional adverse patient effects were reported.